Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned for investigations. Following investigation including DHR verification and x-ray analysis it appears that the patient prematurely overloaded the implant, with immobilization lasting only seven days, which prevented proper cup osseointegration. Following the revision surgery, one hypothesis is that the defect may have also occurred during the reaming step, possibly due to excessive speed leading to overheating. The most probable root cause identified for this event is a user error. This identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality. If additional information is made available, the investigation will be updated as applicable.

Event description:
The patient, a 62-year-old male with a manual/physical occupation, reported the onset of pain in july without any identified triggering factor, despite doing well between march and may 2025. Immobilization was maintained for 7 days. He underwent a revision surgery on (B)(6) 2025 leading to trapeziectomy.

Manufacturer narrative:
The positive nickel allergy test provides a plausible explanation for the implant migration and the pain experienced by the patient, suggesting that an allergic reaction may have contributed to the clinical outcome. This follow report is been submitted to relay additional information. The following sections have been updated: b6, h6, h11.